Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device's battery cable was not connected, which caused the device to not power on with battery power. Stryker reconnected the battery cable to resolve this issue. Stryker also observed that the device would not power on using ac power. The device's power pcb assembly was replaced to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.